Event description:
It was reported that the implantable cardiac monitor (icm) recognized an episode and recorded it as an aystole; however, during a previous device check the electrogram (egm) recording function was inadvertently turned off. Subsequently, the episode was not present in the electrogram on the remote monitor. Follow up disclosed the patient was to return to the clinic and the egm recording function was to be turned on. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.